Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event is estimated as the event was said to have begun in 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient experienced burning at the ins site when they turned off the battery after prolonged use. It was noted that the patient had multiple falls over the last year, which may have contributed to the issue. An impedance check was performed and electrodes 10, 11, and 12 were out of range. The electrodes were reprogrammed to achieve coverage of the pain target, and the issue was said to be resolved. The patient was alive with no injury.